Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-mar-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower door number eight on the station was experiencing double-clicking and, at times, could not be recovered. A field service engineer cleaned the micro switches and applied carbon conductive grease to them to resolve the issue. The engineer also performed a proactive check on the entire station to ensure that the tower operated without any further issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, door 4 was double clicked. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. However, there were no adverse events or injuries reported based on this event.